Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure (batch no. D60141) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") and menorrhagia ("vaginal bleedings become heavier"). The patient was treated with surgery (salpingectomy and essure removal performed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, fibromyalgia and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, fibromyalgia, menorrhagia and pelvic pain to be unrelated to essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Further company follow-up with the physician is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure (batch no. D60141) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") and menorrhagia ("vaginal bleedings become heavier"). The patient was treated with surgery (salpingectomy and essure removal performed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, fibromyalgia and menorrhagia outcome was unknown. The reporter considered fibromyalgia and menorrhagia to be unrelated to essure. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 19-mar-2019: follow-up from physician via fi ha valvira (number added). Patient suspected essure caused pain (causality amended to related). Fallopian tubes and essure implants were removed on (B)(6) 2019. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure (batch no. D60141) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("vaginal bleedings become heavier") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (salpingectomy and essure removal performed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia and fibromyalgia outcome was unknown. The reporter considered fibromyalgia and menorrhagia to be unrelated to essure. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 11-apr-2019: quality safety evaluation of product technical complaint. We received a lot number and complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.